Manufacturer narrative:
(Corrected data): the revision surgery date was unintendedly reported incorrect. The surgery took place on (B)(6) 2017 instead of (B)(6) 2017.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-07692.

Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-07692. It was reported (B)(6) the patient experienced ineffective stimulation. System diagnostics revealed high impedances on the lead. Reprogramming was tried which resolved the issue at the time. However it keeps reoccurring. As a result surgical intervention was undertaken on (B)(6) 2017 for lead revision which resolved the issue.

Event description:
Device 1 of 2, reference MFR. Report# 1627487-2017-07692. Additional information received identified the leads were explanted and replaced during the revision surgery which resolved the issue.